Manufacturer narrative:
Patient information was requested, none has been provided.

Event description:
The international customer reported an oxygen not available alarm occurred. There was no patient harm reported.

Manufacturer narrative:
Event date: (B)(6) 2015. MFR date: 02/23/2016. Conclusion / root cause: the gas delivery system assembly was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The international customer reported an oxygen not available alarm occurred. There was no patient harm reported.